Event description:
During a diagnostic laparoscopy, lysis of adhesions/enterolysis, and laparoscopic tubal ligation -left-, the thermachoice iii balloon ablation device was primed and inserted. A therapy cycle was initiated and, within the warm up phase, a failure message of the motor drive occurred and the audible turbine sound concurrently ceased. The balloon was changed out for a second balloon, which was reprimed and inserted and distended. The therapy cycle proceeded uneventfully uninterrupted for a full 8-minute therapeutic cycle. After cool down, the balloon was collapsed and removed.